Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual and tactile inspection of the returned products noted that there were no abnormalities that would have caused or contributed to the reported condition. A laced-through loop test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing mattress suturing technique on 90 minute near end of the colpotomy during a laparoscopic hysterectomy, the suture was only opened when it was required, but two of the sutures from the same box had their thread broke while being implanted. Another similar suture from a different box and lot number was used to complete the case. There was no patient injury.